Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'air in line alarm not clearing' was confirmed through the event history log but not reproduced during evaluation. Evaluation revealed that the ultrasonic sensor was out of specification and it was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.